Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of incident was 600 mg/dl. The high blood glucose was caused by a bent cannula. The customer attempted to treat with a bolus but the bolus stopped and the insulin pump alarmed with no delivery. The customer resolved the issue with a complete set change. No products were returned or replaced.